Event description:
While trying to obtain specimen for blood gas analysis red stopcock connected to reservoir bag came apart. Pt's arterial line backed up and clotted. Art. Line discontinued and new line placed.